Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during total hip replacement, a polarstem stem inserter broke inside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement, a polarstem stem inserter broke inside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. The device, intended for use in treatment, was not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the part met the manufacturing specification at the time of distribution. A complaint history review was conducted. The complaint is in line with the current risk management. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
It was reported that, during total hip replacement, a polarstem stem inserter broke inside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. The device, intended for use in treatment, was not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the part met the manufacturing specification at the time of distribution. Nevertheless, a complaint history review was conducted. The occurrence of the reported failure mode is within its expected risk management level. Furthermore, a risk management review was performed. The complaint is in line with the current risk management. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues. Internal complaint reference number: (B)(4).